Event description:
It was reported that decreased sensing and increased capture threshold which resulted in loss of capture were observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. A revision procedure is anticipated, but not yet performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a revision procedure was performed. While attempting to reposition the lead, the helix was unable to advance. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, r-wave amplitude variation and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported events of failure to capture and r-wave amplitude variation were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was retracted and clogged with blood/tissue and inner coil at the connector region was over-torqued consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and over-torqued inner coil consistent with procedural damage.